Event description:
Procedure type: vasectomy. According to the reporter: after surgery, patient felt discomfort, inflammation at sutured site, rash. Seemed to be an allergic reaction according to the surgeon. Patient had to be brought in and suture taken out and then re-sutured with different type of suture.